Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation evaluation description of event: as reported, during retrograde intrarenal surgery (rirs) in the left kidney, a basket wire of an ngage nitinol stone extractor broke when the basket was opened to capture a stone. Another same device was used to complete the procedure. The device was tested outside of the scope prior to use. A laser was not used at the same time as the device. The basket was unable to remove any stones prior to the issue. No section of the device remained inside the patient's body. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions (mi), and quality control (qc) procedures, as well as interview personnel, a visual inspection, and functional test of the returned device, were conducted during the investigation. One ngage nitinol stone extractor was returned in an open package with label. Basket wires are broken, no evidence of charring. Unable to determine cause. Handel will not actuate basket. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) found no non-conformances related to the reported failure mode. A review of complaints with the same lot number shows 2 other complaints, 1 of the 2 recorded complaints is related to the current failure mode and was reported by the same customer. The information provided upon review of complaint file, device history record, complaint history, and quality control documents did not provide evidence to support that the device was manufactured out of specification or to suggest items in the lot or similar devices in the field or in house were nonconforming. A review of the IFU provides the following information: suggested handling instructions for extractors and forceps: important: excessive force could damage device. The returned device was found to have a broken basket wire. It is possible that excessive force was inadvertently applied to the device, resulting in the broken wire. No specific information of device usage was known, but situations such as attempting to remove a large stone through the scope can place large forces on the basket components, leading to breakage. The was not enough evidence to allow a conclusive cause of the issue to be established. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1: customer address: (B)(6). / phone: (B)(6). G4: PMA/510(k) number = exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during retrograde intrarenal surgery (rirs) in the left kidney, a basket wire of a ngage nitinol stone extractor broke when the basket was opened to capture a stone. Another same device was used to complete the procedure. The device was tested outside of the scope prior to use. A laser was not used at the same time as the device. The basket was unable to remove any stones prior to the issue. No section of the device remained inside the patient's body. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence.